Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusion alarm which was not reproduced during evaluation. Downstream occlusion messages were verified through a review of the event history log. Visual inspection found to be caused by a damaged tubing guide can induce false detection of occlusions downstream. The tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion alarm. There was no patient involvement. No additional information is available.